Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during the surgery, the foreign substance was found inside of the fan spray tip. Therefore, the surgeon used an alternative product to complete the surgery. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected. Review of the device history record for (B)(4), lot number 63707859, identified no relevant deviations or anomalies. Product examination found that there was a small piece of particulate stuck to the fan spray tip. However, the sealed sterile packaging had been opened by the customer. This complaint cannot be confirmed. The root cause of the reported event could not be specifically determined with the provided information. It is unknown how or when this particulate became present on this device. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.